Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: could you please confirm if the issue was due a wrong size load selection? Cannot confirm. I went over the sizes of staple cartridges with the person who called, she was going to relay to surgeon. No other information shared. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the zinkers procedure, when they fired the stapler, it didn't seem to be an issue with it, but there seemed to be a hole in the patient. Stated a wrong size reload may have been used. Green and white difference was given. It is unknown of how the procedure was completed. There was no patient consequences. Stated that the patient is stable.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2022. Additional information received: surgeon called the rep today stating that he normally uses a white reload but for this firing he used a green reload and when fired the staples were deployed the knife cut and when the stapler was removed the staple line opened. Surgeon stated he modified the anvil with a bulk ortho cutter. Unknown if staples were formed.